Event description:
A customer reported that during surgery, a system message indicated a fluidics 24 volt failure. A back up unit was brought in and the surgery was completed with a delay of approximately five to ten minutes. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported issue. Per the customer's request, the company representative replaced the front panel controller printed circuit board (pcb) for diagnostic purposes. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined. (B)(4).